Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital and admitted for 2 days due to high blood glucose (bg) levels of 23 mmol/l (414 mg/dl) nausea, vomiting, diarrhea and confusion, while wearing the pod on the arm between 4 and 24 hours. At the hospital, the patient was placed on an insulin drip and glucose, given gravol and performed blood tests. The pod was discarded.